Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead exhibited high impedance. The lead was capped and replaced. It was also reported that the implantable pulse generator (ipg) device exhibited early battery depletion due to the failing lead. The device was explanted and replaced. No patient complications have been reported as a result of this event.